Event description:
Initial result for a pt bilirubin was 5.7 mg/dl. When repeated, the result was 14.0 mg/dl. The incorrect result was not used to guide treatment. The field service representative found the sample probe was bad and repaired the instrument by replacing the probe.